Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy with bowel resection procedure, both devices the surgeon was able to depress the green button but upon squeezing the handle, it made a loud cracking noise and would not fire on first firing across the bowel. The same happened with the replacement product. There was no patient injury.